Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. (B)(4).

Event description:
It was reported that a 3.00x23mm xience alpine stent delivery system (sds) was unpackaged and removed from the dispenser hoop. The stylet was removed, but the stent dislodged and remained in the stylet. No resistance was noted during removal from the dispenser hoop or the stylet. The 3.00x23mm xience alpine sds was flushed and the indeflator was attached. As the 3.00x23mm xience alpine sds was being transferred from the prep table to the operating table, it was noted that the stent was not on the balloon. The 3.00x23mm xience alpine sds never entered the patient anatomy. There was no clinically significant delay in the procedure, and an unspecified device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).